Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during non-clinical activity, they received 3cx*fx25rec instead of 3cx*fx25rwc. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1570 - shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer - corrected email address). D4 (additional device information - added expiration date). G1 (all manufacturer - name, email address and phone number). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and correction). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 4246, 4308). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 4246 - transport/storage problem identified. Investigation conclusions: 4308 - caused traced to transport/storage. The investigation verified that incorrect product was shipped. A supplier notification was sent for this incident to the appropriate distribution center for their notification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Received a wrong oxygenators 3cx*fx25rec lot: 3c13, they supposed to receive 3cx*fx25rwc.